Event description:
The event is reported as: alleged issue: surgeon unable to release clip from the jaw after ligating the vessel during a laparoscopic cholecystectomy. No reported patient injury.

Manufacturer narrative:
Sample returned to MFR, but investigation is incomplete at time of this report.